Manufacturer narrative:
H3 and h6. Evaluation codes: updated. One device was received for evaluation. Visual inspection found a cracked top case, a loose component, cracked battery door, and a damaged plunger case. A ¿travel course error - check clutch/ plunger lever¿ was found in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that the inoperable clutches were the root cause and were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a travel error. There was unknown patient involvement.